Manufacturer narrative:
On completion of the investigation a follow-up report will be submitted.

Event description:
Article: gallitto, e. E. (2019). Early and mid-term efficacy of fenestrated endograft in the treatment of juxta-renal aortic aneurysms. Annals of vascular surgery, 132-141. Purpose: the aim of this study was to report early and mid-term autcomes of fenestrated endografting (fevar) for juxtarenal aneurysm (j-aaas). Method: between 2008 and 2017, all consecutive j-aaas treated by fevar were prospectively collected. Conclusion: fevar for j-aaas is safe and effective at early and mid-term follow-up. Per the article deaths occurred within the study period.

Event description:
N/a.

Manufacturer narrative:
This complaint is based on information within an article and no specific device information has been provided. As there is insufficient details of an actual device malfunction or adverse event that occurred the complaint cannot be confirmed. A device history record (DHR) review was unable to be performed as the device product part number and lot number was not provided within the article. Conclusion: the instructions for use clearly states that potential adverse effects of advanta v12 balloon-expandable stent include, but may be not limited to: inadequate implantation or intimal trauma, restenosis of stented lesion, stent misplacement, migration or deformation, systemic embolization or thromboembolic episodes. Although one case of a type iii endoleak that required renal artery relining, two patients (3%) with persistent type ii endoleak had sac enlargement and required reinterventions, worsening of renal function in 7 (10%) cases: 4 returned to baseline within 30-day, 1 required hemodialysis and died within 30 days (1.5%), which was the only case of 30-day mortality, however considering the design of the study, small sample size, freedom from reinterventions at 1 year at 97%, no late renal arteries occlusions or type I-iii endoleaks, overall survival at 5 years was 67%, with no j-aaa-related mortality, one can infer that the getinge¿s advanta v12 balloon expandable covered stents performed as expected. H3 other text: product not returned.